Event description:
The patient reported that the needle button accidently released prior to the completion of the 24-hour period on (B)(6) 2019. Patient said she applied the v-go at 8:30 am and the needle button depressed itself at 11:20 am.